Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} the root cause for the issues reported with the taper disassembly and stem is attributed to user error. As per IFU and surgical technique must be followed. For the arcos modular femoral revision system - cone proximal body surgical technique "when disengaging the taper junction within the femur the proximal body may feel tight within the bone although the taper junction is disengaged. This is due to the initial fixation of the pps coating to the bone. Gently tap the underside of the taper disassembly tool with the mallet to extract the proximal body from the bone. Do not continue tightening the torque wrench as this may damage the implant." Based on the thread damage on the taper disassembly and stem, this indicates that the user continued threading the tool into the implant after the tapers were disengaged. The complaint is confirmed based on the returned product evaluation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 31-301890 lot# zb171101 arcos 90 deg stem extractor g2: foreign: switzerland the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgery, the disassembly tool would not disengage from the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Suggested component code: mechanical (g04) ¿ stem. One arcos con sz a hi 60mm was returned and evaluated. Upon visual inspection the taper assembly was returned inside of the body. There was no visible damage to the exposed threads. The shaft of the device showed some scuffing inside of the female taper. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.